Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain. It was reported the patient¿s pump was alarming. The patient was hearing the dual toned alarm. It was further indicated the patient missed a scheduled refill. The patient indicated they had mixed up the refill dates, they thought their refill was on (B)(6) 2018, however it was on (B)(6) 2018. The patient also reported seeing the error code 8286 on their personal therapy manager (ptm), indicating the empty reservoir alarm had occurred. The patient was to follow-up with their healthcare provider. No symptoms were reported. It was indicated the alarm began on (B)(6) 2018. No further complications were reported or anticipated.